Event description:
Additional information was received. For baseline, the patient had slow closure and thrombosis, no score. For post-thrombectomy¿condition, the patient had slow closure and thrombosis, no score, no adverse influence.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr stent was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened solitaire fr inner pouch. The pusher was not returned for analysis. Visual inspection/damage location details: no damages were found with the finger markers. The working length struts was found damaged and twisted. No damages or irregularities were found with the non-working (teardrop) length strut. No damages or irregularities were found with the detachment zone. The detach wire was found separated from the pusher at ~29mm from the oval marker band. The detach wire length is 50mm ± 5mm, therefore ~21mm ± 5mm of the wire likely remained within the pusher. Testing/analysis: the broken end was sent out for sem analysis. Sem results: ¿the wire failed via tensile overload¿. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. Potential causes towards this failure are device retracted against high resistance, patient stenosis, vessel tortuosity, pre-existing stents, user makes more than 2 passes, or a new microcatheter was not used with each solitaire. Customer reported devices were prepared per IFU, only one pass was made with the stent, and vessel tortuosity was moderate. As the pusher used during the event was not returned, any contribution of the pusher towards the separation could not be determined. The stent was found damaged. Possible causes are patient stenosis, vessel tortuosity, pre-existing stent, number of passes made with the device, or a new micro catheter was not used with each solitaire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the removal of the thrombus, the stent stayed in the body when pulled back. There was separation. The patient was being treated for slow occlusion combined thrombosis. Vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU).  One pass was made with the stent. The stent was removed from patient. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.